Event description:
Customer reported receiving a motor error alarm on the insulin pump when attempting a set change and bolus. Customer does not use the sensor feature and they are able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further info reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, and motor test. The device was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.